Manufacturer narrative:
The suspect device was not returned for evaluation. The customer returned several images and videos depicting a device that fractured within the patient's anatomy. The complaint has been confirmed. The strain of removing the device appears to have fractured. It is unknown if this is from a defect in the device or from the way that the catheter was handled as the device was not returned. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The complaint alleges that during an upper limb avf angioplasty procedure, in the hemodynamic department, after the stent device was deployed, the device fractured within the patient. Contralateral access was acquired to successfully snare and retrieve the fractured device from the patient. No additional consequences to report.